Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v152799, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported during an eol battery replacement impedance check, it was discovered the 1 and 3 electrodes were greater than 4000 ohms. The healthcare provider (hcp) chose to replace the lead at the same time as the battery replacement. The patient stated the device was working for them up until the battery depleted. When the readings were greater than 4000 ohms on all combinations of the 1 and 3 electrode, the lead was removed from the header, cleaned and reinserted twice. During the removal the lead was pulled through from the pocket site to the mid-back incision. The distal contact caught on the scar tissue of the pocket and wouldn't pull through. It was cut from the pocket and "exised to remove". The lead was then attempted to be removed from the mid-back incision. The polyurethane coating broke and the wires pulled out from inside the lead down from the 0 electrode. The incision was expanded and tried to continue to remove. All four electrodes and half the tines were left in the patient. The rep later confirmed the lead was only partially removed, as part of it was left in the body because it broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.